Manufacturer narrative:
On (B)(6) 2013, the field service engineer (fse) evaluated the analyzer. And confirmed that the reproducibility tests for rbc (red blood cell) count were not acceptable for the rbc parameter and the rbc bath was not draining correctly. He found the pinch valve mount at vl12a (rbc bath drain) was partially split and replaced it along with an actuator at vl12a as part of preventative maintenance. On (B)(6) 2013, the fse followed up with the customer who reported that there were no further issues and no erroneous patient results had occurred following service. Identification of failure mode: failure mode is related to mount at vl12a. Evaluation of product labeling: per labeling, beckman coulter inc recommends avoiding the use of one type of message or output to summarize results or patient conditions. Beckman coulter inc does not claim to identify every abnormality in all samples. (B)(4).

Event description:
The customer reported when using the coulter lh 750 hematology analyzer, the red blood cell (rbc) counts for the 5c quality control samples decreased following calibration. In addition, there was improper draining of the rbc bath on the lh 750 analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.